Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received vibratory alerts for non-sustained rv lead oversensing. Tachy therapy was turned off. The lead was later capped and replaced successfully on (B)(6) 2016. The patient was stable.